Event description:
During attempted implant, high pacing impedance and increased capture threshold were observed on the right ventricular (rv) lead. A different rv lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of high lead impedance could not be confirmed while the inadequate capture was confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage. The damage found is consistent with procedural damage.